Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen for a routine follow up visit and threshold measurements had doubled, sensing measurements had decreased and pacing impedance measurements had increased from 300 ohms to 1400 ohms. The patient stated she has experienced pre-syncopal symptoms many times and is aggravated by arm movement. The caller stated they did not witness the noise and did not want to try and reproduce it as it could exacerbate the issue. Due to the dependency of the patient, the physician wanted to replace the lead. A revision procedure was performed and the lead was removed from service and replaced. The lead was not tested with the pacing system analyzer (psa). No additional adverse patient effects were reported.